Manufacturer narrative:
The customer's report was observed and attributed to the defib receptacle cable that was not properly seated on the monitor board. The defib cable was reseated to resolve the report. It could not be firmly established how the cable became misaligned. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.